Event description:
Resident had bed alarm in place, got up to use br and bed alarm did not sound. Resident had a fall, resulted in a fracture. Upon inspection the bed pad had frayed wires. Bed alarm pad was thrown away due to frayed wires. Dates of use: (B)(6) 2013. Diagnosis or reason for use: falls.